Event description:
The customer reported the device gave a "no shock delivered" message. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The hospital biomed evaluated the device and was unable to duplicate the symptom. The device passed all testing, including op check, and was returned to service. We are considering this a malfunction based on the customer's description only. We are unable to determine the cause as the symptom was not reproduced.